Manufacturer narrative:
(B)(4). The device is currently on shipping from (B)(6) to b. Braun (B)(4) for investigation. A follow-up report will be provided after the inspection results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): stop of the infusion. Drug: 1300 mg 5fu-or concentration 27 mg/ml. Date and time of filling: 31.05 - 12 h. Filling volume: 48 ml. Date and time of the start of infusion: 31.05 - 16h. Date and time of the end of infusion: 01.06 - 18h. Storage before use: 4h. Room temperature.